Manufacturer narrative:
Patient's identifier, age, sex, weight, date of event and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), after clinical procedure, labelling issue was observed.